Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The microcatheter was returned loaded in its dispenser coil package in the opened pouch. Visual inspection revealed that the microcatheter shaft had separated from its proximal shaft at approximately 2.0cm distal to the strain relief. The catheter was compressed on its proximal shaft at 36.0cm from its distal end also. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the device could not be removed after flushing. The catheter was found to be jammed in the dispenser hoop; however, it could be removed after it was flushed. The device likely sustained damage during removal while preparing the product. The analyzed stretched, separated, and compressed catheter were likely caused by handling of the catheter during removal from the hoop dispenser. An assignable cause of handling was assigned to the observed damages.

Event description:
The microcatheter was returned for analysis and it was discovered that the outer shaft of the microcatheter had separated. There was no patient involvement.